Manufacturer narrative:
Pump received with broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported a part of the reservoir compartment broke off. The customer's blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.